Manufacturer narrative:
The medical center has not returned for analysis any impella pump product, data logs, or imaging. No root cause of the cva has been determined. Should the medical team share any product or additional details that lead to a definitive root cause, a final report will be filed.

Event description:
The medical center had an imeplla cp support escalated to the impella 5.0. After insertion of the 5.0 there was an observation made of a cva. The cva prompted heparin reduction and imaging/analysis. The team observed a cerebral artery (mca) occlusion. An ischemic cva was survived, but three days later the team made the choice to withdraw all care.